Event description:
Measuring catheter placed into the aorta noted that the contralateral iliac leg graft would land short of the desired landing site. An iliac leg extension was deployed in the contralateral limb of the main body graft in order to add the additional length required to land the graft at an optimal location. Deployment angiogram of the four piece system noted a type iii endoleak at the junction of the contralateral iliac leg and leg extension. Junction site was re-ballooned in an attempt to resolve the endoleak. Due to a flatulent bowel, a definite resolution to the endoleak presence could not be determined. Physician elected to conclude the procedure and schedule a follow-up examination in one month.